Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon applied another device. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
5/12/97 supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.